Event description:
It was reported that a patient underwent a sling procedure in the "u" position in 2009. Post-operatively that same day, the patient experienced urinary retention. The patient was unable to pass urine after surgery. As a result, the patient required an indwelling catheter for one week, and had to perform intermittent self-catheterizations thereafter to manage the voiding difficulty. The event is listed as resolved about one week later. The surgeon opines that the possible causes of the event were the tape being placed too tightly and the patient's pre-existing voiding problem. The patient had several urinary tract infections in the past and also post-operatively and was treated with appropriate antibiotics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.